Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. The cause of death was unknown. The patient was hospitalized for an unknown indication about one week prior to death. The patient was not using the hc device at the time of death, but performed therapy on the facilities cycler about one week prior to death. The daughter stated that an autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned to baxter healthcare for further investigation. The serial number of the device was unknown. As a result, the service history review and/or device history review were not performed as part of the investigation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.